Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture

Event description:
Patient reported breast implant illness, capsular contracture, baker grade iii and rupture. This record relates to the right side. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported breast implant illness, capsular contracture, baker grade iii and rupture. This record relates to the right side. The device remains implanted.

Manufacturer narrative:
Clarification to d1 to d4, h4 device information: device serial numbers have been provided. But it is unknown, which number belongs to which side: sn#: (B)(6), lot#: 2247160, catalog n-trl110, mfg date: 28-feb-2012, exp date: 28-feb-2017; sn#: (B)(6), lot#: 2294221, catalog n-trm210, mfg date: 31-may-2012, exp date: 31-may-2017.

Event description:
Patient reported, breast implant illness. Capsular contracture, baker grade iii and rupture. This record relates to the right side. Device status is unknown.